Event description:
It was reported that following a revision of the spinal cord stimulator (reference MFR report #3004209178200808671) the pt developed a wound infection that was treated (treatment details were not reported). The pt recovered.